Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the unit prompting to unload the IV set from guide 2 upon power up of the device. This was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was found during a baxter evaluation that a pump falsely recognizes a loaded set. There was no patient involvement.